Event description:
Customer called for assistance using the device. It was discovered that the standard strip was out of calibration. The device was replaced and the defective one returned for investigation.